Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 500-600 mg/dl and manual injections were administered to address the bg levels. The customer would change their infusion set which would temporarily resolve the issue before additional occlusion alarms would be received. A system check was performed for the current occlusion alarm and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. No damage was observed for the current cartridge in use. The customer was to use manual injections for insulin therapy.